Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after vns replacement the patient became lethargic and went to the emergency department he was eventually put on a ventilator due to central apnea. It was noted that the patient had central apnea prior to the vns. Settings were the same on the patient's replacement generator with autostimulation turned off. The vns was disabled on (B)(6) 2021 as it was believed that the worsened central apnea could be due to the vns. The provider wondered if it could have been related to the vns surgery such as if the trachea was damaged. When the patient's vns was disabled, the patient improved and was able to be taken off the ventilator. The patient was eventually discharged from the hospital on (B)(6) 2021. Beyond the vns surgery medications there was no other medication changes. Per the treating physician's office , it was unclear why the patient had issues at the same settings as the previous device, but that the cause was likely a combination of factors around vns replacement with vns stimulation.